Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. It was reported that 'the subject stent looked like it was not on the delivery wire'. There were no further details provided so the risk assessment was completed based on a possible worst-case situation. It is also possible that the stent was noted to be missing much earlier in the process (e.g. During device removal from the packaging). While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure the subject stent was not on the delivery wire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the subject stent was not on the delivery wire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.